Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs bench repair. No further reason was given as to why bench repair was requested. There was no reported patient involvement.